Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep provided the session report from the implant of the new pump. Per the session report, the patient was receiving morphine (5mg/ml at 0.4790mg/day) and bupivacaine (2.5mg/ml at 0.2395mg/day). The pump was primed and programmed with flex dosing at the time of the implant.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving morphine/lidocaine via an implantable pump for unknown indications for use. It was reported that the patient had a new pump put in on (B)(6) 2025. The patient representative (rep) stated that her dad passed away in the morning after the procedure was done. The rep mentioned that the patient was in excellent condition, hand experienced a heart attack in the past and had a heart valve replaced. According to their cardiologist, they were not expected to pass away from another heart attack. The rep was wondering if the pump leaked into the patient's system after they put the new pump in, and something went wrong, and they think the patient may have had a drug overdose and went in the middle of the night the rep also asked how the patient would get through the week from having it put into the doctor putting it on. They were going to just give extra medication to help in that week. The agent asked if they were adding medication to the pump or giving oral medication, and the rep stated that they just transferred the medication from the old pump to the new pump. The rep mentioned that the patient had weakness in his arms and legs the night of the surgery and she was able to walk him from his recliner to his bedroom. When they woke up at 8:00 am in the morning, the patient was completely gone and was white as a ghost.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. The rep reported there was no information to reasonably suggest that the device was not delivering the intended therapy as prescribed. The rep confirmed that the medication from the old pump was transferred to the new pump and that the settings from the old pump were duplicated with the new pump. The rep stated that the patient did not have any symptoms at the time of pump change, that no dye study was done, that no volume discrepancies were reported, and that it was just a routine pump replacement. The rep was unaware if the patient was taking any additional medications. The rep indicated that they would speak with the physician and encourage them to provide the previously requested information. The rep also indicated that they would send over a session data report from the old pump as well and that they would report any additional information they became aware of following contact with the managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.